Event description:
Pt was brought into hosp by ambulance, working on ladder and fell backwards in seated position landing directly on buttocks. X-ray showed markedly compressed t12 fracture. Pt underwent spinal fixation procedure on 11/19/94. On 7/6/95 pt has revision surgery with rod removal. Pt had a pseudoarthrosis.